Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker's (pm) battery prematurely depleted and auto-capture went to high output mode. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.